Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot. The insulin pump was received without the original pump belt clip and no damage on the pump belt clip slot.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 484 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.